Event description:
The facility's biomed engineer reported an infusion pump with an 810:04 failure code. It was unknown if this failure occurred during patient use or biomed testing. The biomed stated that it was unknown if any reports of any patient incident involving the pump since the last baxter service event. Additional contact information was requested but not provided.